Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A review of the downloaded error logs confirmed that a single occurrence of system fault 223 was triggered in the device. Further technical service evaluation detected an in house self-test failure. The pneumatic block was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that a system fault (sf 223) was observed on an astral device indicating a positive end expiratory pressure (peep) blower failure. There was no patient injury reported as a result of this incident.